Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a rectal resection to treat a rectal tumor the anvil would not detach from the body of the stapler. Force was applied to open the stapler and the user noticed that it did not staple and the anastomosis was not placed. During the force removal of the device the proximal and distal resections were damaged, this condition was corrected by converting to an open procedure. The user clamped and cut the two parts with scissors and completed the anastomosis with hand sutures. Surgical time was extended by more than 30 minutes due to the product problem. The last reported condition of the patient is under observation and recovering slowly.